Event description:
It was reported that the patient underwent a lumbar fusion using rhbmp-2/acs. The patient complained of pain ten days after the operation. The reporter considered the pain to be neurogenic. However, MRI scans have not revealed a physical reason for the pain. No additional information has been provided.

Manufacturer narrative:
This product is not approved for use in the united states; however, a like device catalog # 7510400, product code nek was cleared in the united states. (B)(4). This part is not approved for use in the united states; however, a like device catalog # 7510400, PMA# p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this product was not possible without additional device information.